Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold crease, wear abrasion, an opening and the device was underweight. A microscopic analysis was performed which found one sharp crease opening on the posterior side with non-penetrating nicks. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Device was explanted.